Event description:
The account alleged the trendelenburg and the reverse trendelenburg functions would not function. No injury reported.

Manufacturer narrative:
No further info is available on the repair of the bed at this time.